Event description:
Hill-rom received a report from the account stating the head of bed was running up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the siderail hand pendant to be malfunctioning. Per hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. The account replaced the hand pendant to resolve the issue. Based on this information, no further action is required.